Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after the first firing of the reload, another reload was loaded for the next firing. The jaws closed and was inserted into the port but it was not opening. It was removed from port and surgeon tried opening but it didn¿t work. Finally, the doctor had to remove the reload forcibly in closed position. Another reload was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after the first firing of the reload, another reload was loaded for the next firing. The jaws closed and was inserted into the port, but it was not opened. It was removed from port and surgeon tried opening, but it didn¿t work. Finally, the doctor had to remove the reload forcibly in closed position. Another reload was used to complete the procedure. There was no patient injury.